Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar slant lateral fusion. Intra-op, after cage implantation, it was found that the position of the cage was poor; hence, it was decided to take the cage out. When explanting the cage, its tail part (holding part) broke. The doctor decided to use the other aids to see the original cage into the intervertebral space. No additional information was available.